Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was evaluated following the reported event of a controller exchange; however, it was determined that the cause of the event was unrelated to the controller. Additional information provided communicated that a low flow software upgrade was performed and that the controller was not replaced. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12apr2023. The heartmate 3 instructions for use (rev. A) and heartmate 3 patient handbook (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the controller was not replaced for the software upgrade.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow alarm (lfa) 2.0 was requested. The patient had no symptoms. Log file review was requested, and the log file noted that there was no pump connected at the start of the data file. Review of the submitted log file revealed that the system controller was first connected to the pump on (B)(6) 2024, which was the same day as the low flow software upgrade. It was reported by the site on (B)(6) 2024 that the controller was not swapped out for the low flow software upgrade.